Manufacturer narrative:
The pump was received with a blank display due to corroded electronic assemblies. Corroded motor home switch also noted. The pump failed leak test, the pump leaked at a crack on back of the case. Unable to perform functional test including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to blank display. The pump was received with cracked case and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump was wet and would no longer turn on. It was reported that the pump would be replaced and returned for analysis. No further information provided.